Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of unknown alarm was not confirmed. The log file spanned approximately 3 hours ((B)(6) 2022 from 09:35 to 11:30 per the timestamp). The reported event of unknown alarm was not observed on the log file and may have been overwritten by newer events. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on the night of (B)(6) 2022, the patient said to have had alarms and red light came on. The vad coordinator could not find the reported alarm in the history.